Event description:
The tech reported the foot brake caster will not go into brake and is not holding, all other brake casters will hold. No pt injury reported.

Manufacturer narrative:
The tech found the foot brake caster is worn. The tech replaced the foot brake steer caster to resolve the issue. Based on this info, no further action is required.